Event description:
Account stated they obtained discrepant results for a pt creatinine. The original result was 2.2 mg/dl and when repeated on the same analyzer the result was 1.0 mg/dl. A repeat on another analyzer gave a result of 1.0 mg/dl. The incorrect result was not reported. The field service rep found the rotor belt was worn and repaired the instrument.